Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/23/2024. An investigation was conducted on 01/26/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Both the harvesting device as well as the cannula was returned for evaluation. The harvesting device was returned outside the cannula. There were no visual defects observed on the intact harvesting device. The heater wire was observed to be intact. No visual defects were observed on the intact clear silicone insulation on both the cold and hot jaws. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. The blue toggle was manipulated to retract and extend the c-ring. There were no visual or physical difficulties observed. There were no visual defects observed on the intact c-ring. Based on the returned condition of the device as well the evaluation results, the reported failure "fitting problem-scope" was not confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000347003 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 leg vein was being harvested and the dissection was finished. When harvester tried to insert the vh-1111 endoscope into the cannula, the endoscope would not snap into place. Harvester used force and still the endoscope would not click into place. Harvester opened a second kit and that cannula did, in fact, snap into place over the endoscope. The case was completed using the second kit. There was no procedural delay. No injury to the patient.